Event description:
It was reported that shaft break occurred. The long-calcified target lesion was located in the left anterior descending artery. A 38 x 2.75 promus elite drug-eluting stent was selected for treatment. The stent was deployed in the lesion, however, the device hypotube broke while being withdrawn from the patient. The device was completely removed from the patient and the procedure was completed with a non-compliant balloon. No patient complications were reported, and the patient was doing well post-procedure.